Event description:
The customer reported a blood leak in photoactivation chamber that was observed after the treatment procedure completed. Issue started on: (B)(6) 2012. Customer called to report blood leak in photoactivation chamber. Customer stated that after treatment was completed and all blood/products were returned to pt, customer opened the photoactivation chamber door to remove the photoactivation plate. When customer lifted the photo plate, she noted that blood had leaked under the plate. Associated procedural kit: kit type: xt125 kit lot number: a730. Cts asked if there were any alarms during the treatment procedure. Customer stated there were a few collect/return pressure alarms, but no blood leak alarms. Cts advised customer to contact the pt's attending physician of the blood leak, which was noticed after the treated products were returned to the pt. Customer agreed to do so.

Manufacturer narrative:
(B)(4) (product return analysis). Results: the return kit was received for investigation and the complaint has been confirmed. The bond socket was evaluated and found to meet the bonding spec. It is likely that a tensile force was exerted on the plate when the kit was being loaded into the instrument at the customer site. This force caused the leak path to form. As the root cause of the failure appears to be due to customer handling, there is no corrective action required at this time. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. This event is reportable. The device did not cause or contribute to a death or serious injury in this event; but it malfunctioned in a way that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. This is due to the fact that this shares the same root cause as a previously reported malfunction. (B)(4).